Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947, lead, implanted: (B)(6) 2008. (B)(4).

Event description:
The patient reported that their diaphragm started spasming due to the left ventricular (lv) lead being implanted too close to the nerve. The lead was adjusted and the spasms then subsided. The patient further reported that the lead was later adjusted again and seemed fine in office but they started having spasms again soon after. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
The following physician confirmed that the patient was experiencing diaphragmatic stimulation and the option of turning off lv pacing was being considered. No complications were reported.